Event description:
It was reported that the patient experienced lightheadedness, bradycardia and loss of consciousness. The patient's pulse was in the thirties (beats per minute) and the lower programmed rate of the implantable pulse generator (ipg) was sixty bpm. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.